Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values 2 days after the sensor was inserted in the abdomen. The patient stated he was beginning to have seizure, experienced weakness and disorientation and could not drink his juice to help himself. At the time of the inaccuracy the patient did not remember all the event details but did remember he required assistance from his wife to get out of bed. The patient had a period of loss of consciousness, may have had a seizure and was weak and disoriented. His wife called paramedics and gave him juice to drink, after which his bg stabilized. There was no report of treatment by paramedics, and he did not seek medical intervention at the hospital. After around 30 minutes, a bg fingerstick with a glucometer determined that the cgm was inaccurate and there was a 60¿70-point difference between the cgm and the bg fs. (177 mg/dl versus 117 mg/dl). He indicated that the cgm low alarm was set for 80 mg/dl but never alarmed because of the inaccuracy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that readings were over 60-70% off. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.